Event description:
It was reported by the patient's family member that the patient complained about their implantable pulse generator (ipg) but no specific details were provided. Attempts to follow up with the patient's physician office were unsuccessful. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.